Event description:
Report received stating that "I have an account that has 4 of the f2/8ta23 drill bits that have broken. This bits were broken while doing a single crani. They are all the same lot number 5595434." No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation noted that only three tools were returned. All three tools were from a single lot, but a different lot than initially reported. Each tool fractured at different locations. The fracture for tool a was very planar and perpendicular to the tool stem. Tool b fracture was approximately 5 mm from the shoulder. It was noted that the tool had impact defects on both sides of the cutting flutes. The break was smooth. Tool c fractured approximately 9 mm from the shoulder. The fracture was partly planar and partly angled. It was noted that a chunk was missing. Tool a fractured due to a bending moment being applied to the tool while it was not rotating. Tool b fractured due to contacting a harder material during use. Tool c fractured due to bending at a high rate while the tool was not rotating and in a shallow groove. There were no manufacturing or material deviations noted that contributed to this failure. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."